Event description:
It was reported that during a hip procedure, the positioning guide post broke upon impaction. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: canada. Visual inspection of the returned product found damage to the shafts with the tip being fractured. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.